Event description:
This customer reported that they were unable to get certain waveforms in the 12-lead view. There was no patient impact.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.